Manufacturer narrative:
Additional information requested, but not yet received.

Event description:
It was reported that during a radio frequency ablation procedure on (B)(6) 2023, the generator turned off and could not be turned back on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the bipolar procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event could not be confirmed. The device functioned normally throughout product testing. Based on the information received and the investigation performed, the cause for the reported event was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.